Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from an unspecified location during use of a home pd system kaguya set; further described as "liquid leaked from inside the front door". This was observed during priming for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.